Event description:
Event description: it was reported that an adverse event occurred. They mapped using a smarttouch sf (stsf) catheter and exchanged the catheter for a medtronic sphere 9 catheter. They did two ablations with the sphere 9 catheter. No radio frequency (rf) ablations were performed with the stsf. They then attempted to go transseptal with a veracross needle with agilis sheath. The physician perforated when attempting to go transseptal. A biosense webster, inc. Soundstar catheter was used to visualize the pericardial effusion. A pericardiocentesis was attempted but was unsuccessful. The patient was stabilized and transported to CT surgery for further medical intervention. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).